Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunctions documented in b5, the additional evaluation findings were as followed: flexibility adjustment ring had a scratch, control unit had corrosion due to water leakage, switch flexible printed circuit had corrosion due to water leakage, plug unit was damaged, scope connector cover unit had corrosion due to water leakage, scope connector case unit had corrosion due to water leakage, micro connector unit in suction connector had corrosion due to water leakage, cable unit had corrosion due to water leakage, circuit board unit in suction connector had corrosion due to water leakage, plug unit had corrosion due to water leakage, due to corrosion on plug unit, b30(scope communication error) occurred, jet tube had foreign objects, probe cover had a crack, nozzle was deformed, adhesive around objective lens had a chip, objective lens had a scratch, light guide lens had discoloration, bending section cover had a cut, bending tube was deformed, adhesive on bending section cover had a crack, connecting tube was deformed, due to clogging of jet tube in control unit, water could not be supplied, universal cord was deformed, and universal cord had corrosion due to water leakage. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had a rubber seal at distal end was defective. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a whitish foreign was found inside the air/water tube, air/water cylinder and jet tube. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was unknown if the reprocessing steps at the material residue points were deviated from the instruction manual. Furthermore, no physical damage was confirmed at the places where the foreign material remained. However, the likely cause of the reported event is due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.